Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device manufacture date - october 2015. Product location unknown.

Event description:
During a left total knee arthroplasty procedure, the pods were unable to be calibrated. A second console was attempted to be used to calibrate the pods; however, this was unsuccessful. Another set of pods was used to complete the procedure after approximately a 15 minute delay.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.